Event description:
It was reported that during prior to use testing, an endobronchial tube failed to completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).